Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received in the not deployed state. The original download data contained high pulse widths with drive stalls. The pod completed first and second priming sequences with the expected number of pulses but did not deploy. The pod was rerun to see if the high pulse widths with drive stalls would be replicated. The rerun data contained a pulse width increase in the beginning of the pod's run however, it was corrected and was not replicated. No drive stalls or hazard alarms were observed. Inspection of the needle and drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula and needle being unable to deploy. The drive stall prevented the cannula and needle from deploying after both priming sequences were completed.